Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 . The report on pharmacy can no update library and biomed can not reset the pump was not duplicated when attaching the temp to the hotline, plugged in the cord, and turned on power to switch to perform safety and electrical test. This testing passed and was unable to duplicate event. The physical device arrived with wear and tear damage to enclosure, front cover, drain fitting, reflux plug 90 and line cord. No action was taken as no fault was found.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 would no update or test. Pharmacy cannot update library. Biomed cannot reseat the pump. No patient involvement.